Event description:
It was reported the colono videoscope had foreign material stuck in the suction channel. The issue occurred during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and correction to the previous report. Updated fields: d9, e3, h6. Corrected fields: a2, a4, a5, a6, b5, e4. Additionally, three attempts were performed to obtain additional information, but no response was received from the customer.

Event description:
The issue occurred during the maintenance.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. Based on the results of the investigation and the condition of the returned device, a root cause for the reported failure could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.